Manufacturer narrative:
The customer received a replacement device. Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the device was unable to power due to a depleted battery. Upon further investigation, it was observed that the device standby current was very high which is the cause of the battery depletion. Stryker determined that the root cause of these issues was due to capacitor, designator c2. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryer to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryer continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.